Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported unit was displaying all white images which was reproduced. Visual inspection determined to be corroded liquid crystal display(lcd), input/output board and motor flex, were all replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged display. There was no patient involvement. No additional information is available.